Manufacturer narrative:
This report is submitted on november 29, 2019.

Event description:
Per the clinic, the patient experienced the patient experienced an infection at the abutment site that was treated with an antibiotic (form of administration unknown). The implant remains in-situ.